Event description:
The sales representative reported on behalf of the customer that the sb1079, endo pocket spec bag 7x9 5/cs, was being used during a robotic lobectomy procedure on (B)(6)22 when it was reported, ¿specimen bag broke during procedure. During a robotic lobectomy, surgeon was using sb1079 bag and bag ripped at the bottom.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a 2-minute delay. Further assessment questioning found that the pa put a tremendous amount of force on the bag to pull a large specimen through a small hole. This caused the bottom of the bag to rip and allow the specimen to fall back into the patient. Another sb1079 device was used to retrieve the specimen from the patient. There was no report of fragmentation of the bag. This voluntary distributor report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.